Event description:
Report received of an unrequested bolus dose delivery. The pump was programmed in the pca only mode to deliver demerol 10 mg/ml, a 20mg pca dose, a 15-minute pt lockout, and a 4-hour dose limit of 125mg. Therapy was initiated at "approximately" 10:00 am, and upon placing the device on the pt, the pump reportedly "automatically started delivering". The pump delivered 17mg with no audible beep, and then delivery stopped. The nurse reportedly walked out of the room, and came back into the room "in less then five minutes". It was noted at that time, that the display indicated that a total of 50mg had been delivered, which matched the amount missing from the vial. There were no reported adverse pt effects or necessary medical interventions. The pump was taken out of clinical service, and therapy was resumed on a replacement pump without further incident. Though requested, no further info was available.